Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please explain how the staples did not fire properly.? Did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Yes. Did the device deliver any staples? Yes. If yes, were the staples formed in the proper closed b-formation? Partially. If the stapler did fire was the staple line complete? No. Was there any patient consequence or change in the post-operative care of the patient. As a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. The patient did not get hurt. But after opening the instrument mouth bleeding occurred, which had to be breastfed with titanium clips.

Event description:
It was reported that the staples did not fire properly. It came to bleeding, which had to be fed with clips.